Event description:
A medtronic representative reported that, while in a cranial tumor resection procedure, the surgeon alleged an inaccuracy. The 3d model of the magnetic resonance imaging (MRI) was stair-stepped and had a large amount of movement artifact, as well as, the sides of the patient head were cut off. The site passed tracer registration and deemed they were superficially accurate. After going sterile, and going deeper in the anatomy, the surgeon alleged a 5cm inaccuracy. The sticky reference frame was used, however, it was uncertain if the frame had moved. The patient was brought in for a post-op scan, it was then the surgeon determined a second procedure would be necessary to remove the remainder of the tumor. Navigation was not used for this procedure.

Manufacturer narrative:
The nurse stated that in the procedure the tracker moved, no one was watching it and the site did not check accuracy after draping the patient. The frame to patient relationship changed which may have invalidated the registration. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy. The system was tested and found to be fully functional.

Manufacturer narrative:
Patient age not made available from the site.a medtronic representative, following-up at the site, reported the site charge nurse could not recall if they checked accuracy after draping during the reported procedure. It was noted that the patient reference frame may have moved. The medtronic representative performed a navigation system check-out and was unable to replicate the reported issue.